Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she wasn't sure if the insulin pump had malfunction or not as the customer blood glucose have been high in the last four to five days. Blood glucose has been 300 to 400 mg/dl. The device has alarmed no delivery and the button are not filling right they fill sticky. The customer had resolved the no delivery with a complete set change so complete troubleshooting wasn't possible. Troubleshooting wasn't possible for the keypad anomaly as the buttons were functioning. Customer just stated there was a delayed response. The device passed the displacement and self-test tests. Customer was unable to perform the high pressure test due to not having a tubing clamp. One was sent and customer will call back. The device is not returning for analysis.